Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer experienced low blood glucose (bg) levels in the 40¿s mg/dl range. Cause was due to accurately delivering correction boluses. Glucose tablets were consumed to address bg. Recommendation was made to consult with healthcare provider regarding possible settings requiring adjustments to address event.